Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no up and down button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that the patient's insulin pump is displaying a button error alarm. Patient's blood glucose level is 217mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.